Event description:
It was reported that the customer's device would only stay powered on when the device is tilted on its back. When in a normal position, the device would not stay powered on for use. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was able to verify the reported failure. Physio observed that the battery connector pins were loose, which was causing the reported failure. After tightening the connector pins, proper device operation was observed through functional and performance testing. The device was then returned to the customer for use.